Manufacturer narrative:
Device available for investigation received on the 21 november 2019 and analysed by medacta r&d hip project manager: fully intact ha layer on the stem, femoral neck is scratched due to head removal, signs of removal and metal transfer dots on the ceramic head, bone residual on the stem. As discussed during visual inspection performed on nov 26, there is no need to reopen the complaint as the root cause is the same.

Manufacturer narrative:
Clinical evaluation performed by medical affairs manager: partial hip revision surgery (stem and head) occurred 1 month after cementless total hip arthroplasty in a (B)(6) year old man due to stem subsidence. The stem looks slightly undersized. The reason of this choice is not known: bone morphology or particular patient anatomy may be one possibility but this cannot be confirmed as no preoperative radiographic image is available. The reason of this event cannot be determined. Batch review performed on 10 january 2019. Lot: 179123: (B)(6) items manufactured and released on 14 march 2018 . Expiration date: 2023-03-05. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 1 month after primary surgery. The stem was too deep inside the femoral bone. Stem and head were revised. The stem looks slightly undersized based on radiographic analysis.